Event description:
The customer states the left monitor turns black and there was no image during fluoro. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep verified the problems while rotating the c-arm and making fluoro. He removed and replaced the high voltage cable and verified operation of the system. The system runs as intended.